Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a "problem with her implant" and they thought it had "flip-flopped." It was unclear if this referred to the device possibly flipping over. It was noted that the patient saw her healthcare provider on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743fa, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).